Manufacturer narrative:
(B)(4). Medical product: dcm maxim primary tibial bearing catalog # 11-146132 lot # 491450; biomet cc cruciate tray 67mm catalog # 141232 lot # 207030; bmet arcom ap pat w/wire 34mm catalog # 11-150828 lot # 696910; customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-03194.

Event description:
It was reported that the patient underwent an initial left knee procedure. Subsequently, the patient was revised due to pain, loosening, fracture and wear of the implant. There was two hours delay to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral component shows that the device fractured along the medial condyle and there are nicks and gouges seen on the device. Fracture analysis of the femoral show no artifacts that would suggest a fatigue fracture. It is possible that a single catastrophic event may have caused a bending overload fracture especially if the supporting femoral bone quality was poor. Device history record was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.